Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported during a wound check from a previous surgery (reference MFR report #1627487-2015-03543) the patient's ipg site was infected. As a result, surgical intervention was undertaken during which time the entire scs system was explanted. It is unknown if cultures were taken. Reportedly, the patient was placed on oral antibiotics as treatment.

Event description:
Follow-up identified the patient had a drain put in recently to further address the issue. Reportedly, oral antibiotics and pain pills will continue as treatment.

Event description:
Follow-up identified the patient completed his recent course of antibiotics. Further follow-up revealed an additional surgery took place sometime last month to remove tissue that had not healed around the ipg site where the site was not closing due to staples. Drains were placed postoperatively, however they have since been removed. It was noted the patient is recovering well and the wound will be monitored by the physician.